Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, intravenous, discontinued) and meropenem injection (1gm, intravenous, discontinued) for peritonitis. The patient was discharged 11 days after the hospital admission. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2023-02327. All information can be found under manufacturer report number 1416980-2023-02327. Should additional relevant information become available, a supplemental report will be submitted.